Event description:
Livanova deutschland received a report that a heater-cooler system 3t device caused a short circuit when powered on in detail, the breaker of the specific socket where the 3t system was plugged in tripped. It occurred twice during maintenance activity. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in london, united kingdom. Livanova field service representative during maintenance activity could reproduce the issue. He tried it in two different locations and when he first powered the device on, it ran for a few seconds before tripping the mains power. As soon as the cooling kicked in, it tripped. In addition, during device inspection it was found that there was gas leaking through the cooling coils. As a result, the heater cooler was taken out of service as it was unrepairable due to high costs involved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar event has been reported, neither concerning trend has been identified. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to corrosion in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed 5 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.